Manufacturer narrative:
Due to character limitations in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was unusable due to blood infiltration. They replaced the equipment promptly and no patient was harmed.

Manufacturer narrative:
Updated fields: b4, d9, e1, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the pneumatic module may be damaged. In addition, the helium valve needs to be replaced. However, the customer has not agreed to the repair. If any pertinent information becomes available in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.